Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and bipolar rate sensing lead experienced oversensing during pocket manipulation. An invasive procedure is being considered. Further clinical information has been requested.